Event description:
It was reported that during routine interrogation of the device showed earlier than expected battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during routine interrogation of the device showed earlier than expected battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the us. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.99 to 2.66 volts between (B)(6) 2012, which is before device recommended replacement time (rrt) <= 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.